Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a piece of plastic material from the trocar fell into the patients eye. The material was removed during the initial procedure and the procedure was completed with no harm to the patient. Additional information has been requested. The product sample is not available for evaluation.

Manufacturer narrative:
Additional information: a review of the related device history records for the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no other complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).